Event description:
It was reported that the device loses power intermittently and does not detect a charged battery in well two. There was no patient use associated with the event.

Manufacturer narrative:
Correction information: the initial medwatch report indicates: "no" and "device evaluation anticipated, but not yet begun". The initial medwatch report should have indicated: "not returned to manufacturer". (B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The initial medwatch report should have indicated: the third party service agent has performed an initial evaluation of the device and has since been unable to duplicate the reported failure. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Supplemental information: the third party service agent has advised physio-control that following additional testing, the reported failure could not be verified. It was observed that there was a loose battery pin in battery well #1; however, this was not verified to be a cause of the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.